Event description:
A home patient reported a tubing leak in one of the supply lines of the homechoice cassette during treatment. Per the home patient, they discontinued treatment at that time and reset up wtih new supplies. No paitent injury or medical intervention was associated with this incident per the patient.